Event description:
The customer reported via phone call that they were unable to use the reservoir. The customer reported an occlusion with the transfer guard. The customer's blood glucose was unknown. The customer agreed to return the reservoir for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Evaluated 1 opened used reservoir. Perform visual inspection stopper-plunger was not returned. Unable to verify anomaly due to reservoir being opened/used.